Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power cord. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that the surgeon side console failed to start due to a suspected fiber optic cable connection issue. The fiber cable was then properly reseated, and the system was restored, although securing the cable remained difficult. Later, a second incident occurred in which a communication failure recurred with an associated error, and further inspection showed that the problem was actually with the power cable rather than the fiber cable. The power cable pins were found to be loose, causing the console power to shut off when the cable was touched, and the procedure was postponed until a replacement ac cable could be obtained. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified prior to starting, and the procedure was completing as planned after power cord replacement. No patient injury was reported.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause is attributed to a faulty ssc power cable causing intermittent power supply issues. This issue can be resolved by replacing it.